Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Although the customer was unwilling to return product for confirmatory testing, improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. (B)(4) was opened to investigate discrepancies in which the inratio result is 4 or more inr units below the reference result.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. On (B)(6) 2014, the patient's inratio inr was 5.3. The patient's therapeutic range was 2.0 - 2.5. Reportedly, the inratio monitor was not in the correct mode when finger stick was performed. The customer was sticking finger before green light indicated. In addition, the customer was using microsafe tubes instead of applying blood sample directly to the strip. Due to the lack of responsiveness from the customer, it is unclear if any actions were taken as a result of the elevated inratio result of 5.3; which was outside the reported therapeutic range for the patient. After inratio testing, the patient presented with seizures and was sent to the emergency room. Laboratory inr was 17.5. Per director of nursing, the patient was admitted to the hospital with a "brain bleed", placed on a ventilator and "poor" prognosis. Though requested, no add'l info was provided.